Manufacturer narrative:
Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip completely broken off, minor scratched display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring broke and has fallen off reservoir compartment. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
After further review of the complaint, it was determined sections b4, b5 and g4 were filled out incorrectly in the initial complaint.

Event description:
It was reported that the reservoir tube lip and has fallen off reservoir compartment. Customer's blood glucose was unknown. Insulin pump would need to be replaced.